Event description:
It was reported that syringe 0.5ml 31ga 8mm ufii 10bag 500cs had had bent/bowed syringe barrels. The following information was provided by the initial reporter: "it was reported that needles were bent and the barrels of syringe were also bent. Consumer reported finding bent needles. Consumer reported barrels to be bent on other syringes."

Manufacturer narrative:
H6. Investigation: no samples (including photos) were returned as of 21 july 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9252463. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200844074, 200843714, 200843509] noted that did not pertain to the complaint. H3 other text : see h10.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/29/2020 d.4. Medical device lot #: 9294614 d.4. Medical device expiration date: 10/31/2024 h.4. Device manufacture date: 10/21/2019 d.4. Medical device lot #: 9231062 d.4. Medical device expiration date: 9/30/2024 h.4. Device manufacture date: 8/19/2019 h.6. Investigation: customer returned (96) used 31gx8mm, 0.5ml bd insulin syringes with open/empty polybags from lot 9231062 and 9294614. Consumer reported that needles were bent and the barrels of syringe were also bent. All 96 returned syringes were examined, and the following was observed: - 18 syringes were returned without cannula shields attached ¿ 3 of these syringes exhibited bent cannula - 4 syringes that were returned with cannula shields attached were also observed with bent cannula - none of the 96 returned syringes exhibited a bowed barrel, therefore, this issue could not be confirmed. No evidence of manufacturing defects were observed. Since all 96 syringes were returned after use, and no manufacturing defects were observed, the probable cause of the bent cannulas is user error when using the syringes. If the user removes the cannula shield obliquely, or re-shields the cannula obliquely, they may bend the cannula. Furthermore, the cannulas could have also been bent when the customer had prepared the samples for delivery. A review of the device history record was completed for batch# 9252463. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200844074, 200843714, 200843509] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 9294614. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200852357, 200852492, 200852164, 200850884] noted that did not pertain to the complaint. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent cannula) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (bowed barrel).

Event description:
It was reported that syringe 0.5ml 31ga 8mm ufii 10bag 500cs had had bent/bowed syringe barrels. The following information was provided by the initial reporter: "it was reported that needles were bent and the barrels of syringe were also bent. Consumer reported finding bent needles consumer reported barrels to be bent on other syringes"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 31ga 8mm ufii 10bag 500cs had bent/bowed syringe barrels. The following information was provided by the initial reporter: "it was reported that needles were bent and the barrels of syringe were also bent. Consumer reported finding bent needles. Consumer reported barrels to be bent on other syringes."